Event description:
The customer contacted baxter's technical service center and reported air getting in the line without alarms on the homechoice (hc) machine throughout therapy. The home patient (hp) stated for the past three nights she feels like she has been getting air. The hp stated the lines were completely primed when she connected to the hc and all clamps on unused lines were closed. The hp requested a new hc. The baxter technical service representative (tsr) initiated a swap of the device. On (B)(6) 2011, baxter product surveillance contacted the hp. The hp said she woke up in the morning with severe pain in her shoulders that she attributed to being infused with air. The pain lasted most of the day. She stated that when she disconnected in the morning after completing therapy she noticed air and liquid in the lines along. The hp stated that she did not have any alarms. The hp notified her nurse who recommended that she have the hc swapped. She said she has not had any pain or issues since receiving the new hc. No further information is available. The 3 instances of air in the lines are being addressed in separate reports against the cassette.

Manufacturer narrative:
(B)(4). A customer contacted baxter's technical service center to report air getting in the line without alarms on the homechoice machine throughout therapy. The device was returned for evaluation. A service history review revealed no issues related to the reported event. The device passed electrical testing. The product analysis lab performed an air detection check using 15l drain bag ((B)(4)) and homechoice 4-prong cassette ((B)(4)). Device passed all tests. The cause was undetermined.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.